Event description:
It was reported that the arctic sun device displayed alarm 61. Per additional information updated from ttm on 13oct2025, that the nurse stated their device was alarming 61 non-recoverable system error, control processor parameter memory fault. Had nurse try rebooting device but alarm returned right away. Advised to send to biomed labeled alarm 61 for further evaluation. Sn (B)(6). Per review wo notes - the device will be sent to the depot for assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. The root cause for the reported event could not be determined. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 61. Per additional information updated from ttm on 13oct2025, that the nurse stated their device was alarming 61 non-recoverable system error, control processor parameter memory fault. Had nurse try rebooting device but alarm returned right away. Advised to send to biomed labeled alarm 61 for further evaluation. Sn: (B)(6). Per review wo notes - the device will be sent to the depot for assessment.